Event description:
Pt states he was diagnosed with scar tissue after reporting "issues" with the lenses. No further info was provided. This is being filed as unconfirmed corneal scar.

Manufacturer narrative:
This is being filed as unconfirmed corneal scar. Method code: no examination of device were provided which could indicate if the device caused or contributed to the incident. Result code: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.